Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user discovered a crack running down the middle of the screen. The device was able to wake up and display glucose information but could not be unlocked. The ilet was replaced overnight, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.